Event description:
Patient reported left side exchange from textured to smooth due to the patient's concern with the product. Patient additionally reported "I have been having some issues". Healthcare professional later reported capsular contracture baker grade iii and exchange from textured to smooth due to the patient's concern with the product. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: anxiety product/procedure: unable to observe as it is not related to the device. Capsular contracture: unable to observe as it is not related to the device. Use error: observed 1 opening assessed as surgical damage per rga. As per the investigation procedure particles, wear abrasion and creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side exchange from textured to smooth due to the patient's concern with the product. Patient additionally reported "I have been having some issues". Healthcare professional later reported capsular contracture baker grade iii and exchange from textured to smooth due to the patient's concern with the product. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported left side exchange from textured to smooth due to the patient's concern with the product. Patient additionally reported "I have been having some issues". Healthcare professional later reported capsular contracture, baker grade iii and exchange from textured to smooth due to the patient's concern with the product. The device remains implanted.